Event description:
Dexcom g7, incorrectly registering blood glucose level. Device data populated blood sugar was rapidly rising and gave dexcom 5 commands to administer insulin when blood sugar level was rapidly dropping. Application showed ~270 with double up arrow sending commands to dexcom g6 administer more insulin and with less than five minutes later ~120 double down arrow with urgent and confirmed low minutes later. Blood sugar was critical below ~50 for the next hour. Dexcom g7 is type 1 diabetes death sentence flawed. I switched back to dexcom g6 and all normal. Issue is with dexcom g7.